Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The caller reported that the patient's eye would not open on (B)(6) 2017 and they checked the ins with their patient programmer. The caller reported that when checking their ins, an elective replacement indicator (eri) message was observed. The caller reported that the patient's ins was replaced on (B)(6) 2017, and that the manufacturer representative who was present stated they would investigate why the ins depleted when it did. No further patient complications have been reported as a result of this event.